Event description:
Pentax medical received a report from a territory manager on (B)(6) 2015 stating "during procedure, when trying to grab a biopsy in the patient, the handle snapped from the biopsy forceps. Another biopsy forceps was used to complete the biopsy". This event occurred with 2 separate biopsy forceps. The second event is captured under report # (B)(4). Good faith effort attempts were made to the territory manager on (B)(6) 2015, the territory manager indicated the product is available for return, and also stated video gastroscope model eg-2990k was being used at the time the event occurred. A third good faith effort attempt regarding product return was sent to the territory manager on (B)(6) 2015. The product is currently pending return to pentax medical for evaluation. A corrective action request will also be submitted to the manufacturer to investigate the product malfunction.